Manufacturer narrative:
The device was returned and investigated at nevro. Visual inspection of the ipg showed no anomalies. The ipg was returned in deep discharge mode and was unable to be recharged. The failure being consistent with previous investigations that determined the failure was due to damaged components from a contraindicated procedure, it is likely that the ipg was damaged during the explant procedure. Review of the patient's ipg statistics showed no signs of malfunction before it was explanted. The manufacturing records were reviewed and no nonconformities were found.

Manufacturer narrative:
The device was returned to nevro and investigation is pending. Upon completion, a follow-up report will be provided. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that the device was explanted while the patient had a laminectomy and spinal fusion. The patient had pain but was using the device to find effective pain relief prior to explant. Nevro had attempted to obtain additional information regarding the nature of the explant but was unsuccessful. The patient was feeling better after the surgery.